Manufacturer narrative:
The device was visually inspected and it was confirmed that it had burn marks.

Event description:
It was reported that there were burn marks on the inside of the sonopet tip cover. This was observed during cleaning. There was no patient involvement and no adverse consequences alleged with this event.